Event description:
During the implant procedure, while using the medtronic catheter passer, the patient experienced venous bleeding. Physician applied pressure for three minutes and applied flowseal to the bleeding source to stop the bleeding. This resolved the issue.